Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history: part: 314.570. Lot: 8331289. Manufacturing site: haegendorf. Release to warehouse date: 02. July 2013. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all functional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. H3, h6: investigation summary complaint description: it was reported that the device was received, upon inspection of the small frag hex screwdriver in the pelvic instruments set, the sales consultant noticed that the hex end of the screwdriver was sticking in the screw head and was difficult to pull out of the screw head. There was no patient involvement. Flow: damage: visual (appearance not as expected) and device interaction/functional. Visual inspection: the returned device was examined and was found to have a stripped tip. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Functional test: no mating screw was returned, as such the complaint condition was unable to be replicated. The damage visually identified could potentially contribute to a functional issue as alleged. Conclusion: after a visual inspection it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Device history records review has been requested. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, upon inspection of the small hexagonal screwdriver in the pelvic instruments set, the sales consultant noticed that the hexagonal end of the screwdriver was sticking in the screw head and was difficult to pull out of the screw head. There was no patient involvement. This report is for one (1) small hexagonal screwdriver. This is report 1 of 2 for (B)(4).